Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 9 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had heart failure. The patient was hospitalized and had changes to medication.

Manufacturer narrative:
Section b5: additional information.section h6: additional information.

Event description:
Patient was admitted from clinic due to increase volume and congestive heart failure excerbation. Patient received IV lasix drops, and optimization of heart failure medications. Nutrition consulted. Patient required swan ganz catheter to optimize management. Patient required 6 days of inotropic therapy. Patient improved and medications optimized and discharged home on oral medication on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The patient was admitted due to an increase in volume and congestive heart failure exacerbation. They patient received IV lasix gtt, optimization of heart failure medications, and a nutrition consult. The patient required a swan-ganz catheter and 6 days of inotropic therapy to optimize management. The patient improved, medications were optimized, and the issue resolved on (B)(6) 2019. The patient was discharged home on oral medication and they remain ongoing on vad support. The heartmate 3 lvas IFU provides information regarding anticoagulation. The heartmate 3 lvas IFU is currently available. The patient care and management section provides information regarding anticoagulation. No additional information was provided. The manufacturer is closing the file on this event.